Event description:
It was reported that a patient presented remotely via (B)(6). Upon review of the transmission, the patient's implantable cardioverter defibrillator was found to have delivered inappropriate shock, and had exhibited far p over-sensing, and incorrect interpretation of signal. Corrective programming changes were made on (B)(6) 2021. The patient was stable throughout and no additional symptoms were reported.